Event description:
Reportedly, according to the operative notes read by the attorney, "the instrument partially fired on the right lower pulmonary artery, the procedure was converted to an open thoracotomy to address this issue, and a vascular ta instrument was used to complete the transection and maintain hemostasis. In addition, the patient's hospital stay was extended."